Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was down. A technical support specialist checked the lmi/rss connection, the customer informed that the cabinet had turned back on after the power cable was plugged back into the wall outlet. The populate buttons screen showed no failed drawers. It was also confirmed in the cycle count screen that the items were not assigned to the cabinet. Confirmed that the customer had reconnected the power cable to the wall outlet. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, cabinet went offline and unable to issue medication (promethazine 25mg tab or promethazine supp 25mg). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.